Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 1. Soundstar; model #: m-5723-05, lot #: OEM_m-5723-05. 2. Lasso nav variable eco; model #: d-1343-01-s, lot #: 16092961l. 3. Carto 3 system; model #: fg-5400-00j, serial #: (B)(4). Manufacturer's ref. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, suffered a cardiac tamponade which required a pericardiocentesis . The patient¿s medical history is unknown. The patient¿s blood pressure dropped during the ablation for the right pulmonary vein (rpv) isolation after finishing the left pulmonary vein (lpv) isolation with 30w. A pericardial effusion was confirmed by the cardiac echo with the soundstar catheter. As ablation was continued, the patient¿s blood pressure also continued to decrease. Therefore, a pericardiocentesis was performed before the pulmonary vein (pv) electric potential disappeared. The effusion decreased which was confirmed and the procedure was finished 30 minutes after the bleeding stopped. The physician commented that the impedance displayed normal during the procedure. The event possibly occurred during ablation around left atrial appendage (laa) but it was unknown where and why this event occurred. The procedure was completed. Settings during the event include: power settings 30 watts. A transseptal puncture was performed. However, the needle product information is unknown. It was unknown if there were any error messages observed on the biosense webster equipment during the procedure. It was unknown if the patient received any anticoagulation in the procedure. There is no further information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it might have occurred during ablation but the root cause of the event was unknown and the site of the occurrence was also unknown. There were no anomalies on the catheter before inserting the catheter and during the procedure.